Event description:
Journal article received: minimally invasive technique versus conventional technique of dynamic hip screws for intertrochanteric femoral fracture; wang j.p., yang t.f., kong q.q., liu s.j., xiao h., liu y., zhang h.; archives of orthopaedic and trauma surgery. (2010) 130 (5): 613-620; reported: a prospective study to compare the clinical outcomes of evans type 1 intertrochanteric fractures that were treated with standardized dynamic hip screw devices. The devices were inserted using a minimally invasive technique versus a conventional technique with open reduction. The minimally invasive technique included 47 patients; the conventional technique included 50 patients. Each group of patients averaged 68.7 years. The development of pulmonary embolism in one patient was reported. The patient was subsequently healed with unspecified conservative therapeutics. It is unknown if the hardware used was a synthes device. This is 2 of 2 for unknown screw for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.